Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after inserting an intraocular lens using the preloaded insertion system, model pcb00, there was a fragment that went into the eye of a female patient with the lens. The piece of fragment was removed from the eye causing a minute delay in surgery. No further complication apparent and the patient was unaffected by this event. No additional information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 06/03/2016. Device returned to manufacturer ¿ yes. Device evaluation the preloaded insertion system was received. The plunger component was observed in advanced position and the cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection was performed and an examination of the outer surface of the pcb00 device does not have a missing portion (or shaving). The foreign material (or piece as described by the customer ) was received in a sample container. The particle was analyzed by ftir (fourier transform infrared), spectroscopy results revealed the thin film is probably a mixture, possibly composed of some or all of the following: acrylate copolymer, polyvinylpyrrolidone/vinyl acetate copolymer (pvp/va), amide species, or inorganic species. Based on the ftir analysis, there particle is not part of the pcb00 device assembly components material. The drawings of all the pcb00 assembly parts were reviewed to verify the component material. No matches were found. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no associated nonconformity reports. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.